Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (200-300 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer changes cartridge every 5 days and infusion set every 2-3 days. Adjustments were made to the pump settings to stabilize the customers blood glucose level.